Event description:
In (B)(6) 2000 I had right inguinal surgery and the surgeon placed mesh in my body. I guess this was protocol at that time. Since that time I have had several dozen whole body infections, constant cysts over the surgical area, pain, tenderness to the touch in the area, difficulty with erection and maintaining same and general well being. This has caused significant changes to my body as a whole.